Event description:
During laparoscopic procedures hosp occasionally uses a bi-polar forceps. The cord on this forceps has two "banana-type" plugs, much like the plugs for a stereo system. During a recent laparoscopic procedure the bi-polar cord was inadvertently plugged into the mono-polar receptacles on co's cautery unit. A grounding pad was plugged into the machine and attached to the pt. Although a grounding pad is generally not necessary for bi-polar cautery to work, hosp's machine has been retro-fitted with a rem device that alarms and disables the machine if a grounding pad is not in place or has not been applied correctly. The bi-polar forceps was introduced into the abdomen and the cord was attached to the end of it. When the cord and forceps were connected the forceps became "hot", although the foot pedal was not activated. This caused the abdomen to immediately fill up with smoke. The cord and forceps were disconnected, smoke was evacuated from the abdomen, and it was then discovered that the bi-polar cord was plugged into the mono-polar side of the machine rather than the bi-polar side. A small burn was noted on the edge of the right round ligament. The cord was then reconnected correctly to the cautery unit and the procedure was completed without further event. The pt recovered without incident. In addition to the human error factor, the problems in this incident were multiple. The receptacles and plugs for both mono-polar and bi-polar instruments are interchangeable. Rptr had the impression the plugs/receptacles were similar to 110 and 220 plugs and are not interchangeable. The ground pad needs to be used even during bi-polar procedure on the rem retrofitted electrosurgical unit. Co has not been proactive in notifying users of the unit of this danger or of the fact that there is a plastic plate that plugs into the ground pad receptacle disabling the alarm and that covers up the mono-polar receptacles.